Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose was 42 mg/dl at the time of incident and current blood glucose was 72 mg/dl. Customer¿s different blood glucose was 238 mg/dl and 260 mg/dl. The customer treated with the food, juice and insulin pump. Customer does not allege insulin pump was over delivery. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.